Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to oversensing of noise. The noise could be recreated in the hospital while in the secondary and alternate vectors. The system was reprogrammed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.